Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg # and contact name updated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional kissing stent at the aortic bifurcation procedure. Reportedly, the proglide device was difficult to advance over the guide wire due to the two kissing stents at the aortic bifurcation. When the proglide device was inserted into the patient anatomy, there was no blood flow at the proglide marker lumen. The physician opined that due to the time of pushing forward the system got blocked with old blood thrombus. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.